Event description:
As reported by the legal brief, on or about (B)(6) 2018, patient underwent a right total ankle arthroplasty due to end-stage arthritis with associated equinus contracture and persistent pain associated with previous ankle hardware. On or about (B)(6) 2019, patient underwent right ankle revision due to a failed right total ankle replacement. Surgeon indicated in his operative report that the patient's "clinical exam and radiographs demonstrated loosening of the tibial component." During the patient's right total ankle revision surgery on or about (B)(6) 2019, surgeon performed a revision of the patient's right ankle arthoplasty and implanted a competitor's ankle components.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported in case was likely the result of an insufficient bond between the tibial plate and the bone, patient-related conditions, or a combination of the two, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as devices were not available for evaluation and images of the explanted devices, pre-revision radiographs, and operative were not provided.

Manufacturer narrative:
Additional information: d1, d4 all, g4 510k, h4. These devices are used for treatment not diagnosis.